Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with an acute rise in lactate dehydrogenase. The pt remained asymptomatic. A ramp study was completed and the left ventricle diameter was essentially unchanged from a speed range of 8,400 to 12,000 rpm's. The pt was readmitted and started on IV medication. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
The report of elevated lactate dehydrogenase and suspected thrombus was confirmed. The examination of the pump revealed a denatured thrombus formation surrounding the inlet bearing ball. The deposition appeared to form in laminated layers, which is an indication that is likely developed over an undetermined amount of time while the pump was in operation. A flat thrombus was present on the body of the rotor, situated between two of the rotor blades. Although the structure of the thrombus indicates that it did not develop on the rotor, it had similar shape to the thrombus that was formed on the inlet bearing ball, indicating it potentially originated there. A non-laminated thrombus was also present in the outlet stator, surrounding the bearing ball. The structure of this thrombus and the contact marks on the outlet side of the rotor indicate that it was present in the pump during operation; however, it likely did not develop in the outlet stator and its specific origins cannot be determined. The presence of the thrombi in the pump during operation would have potentially contributed to the reported elevation in lactate dehydrogenase. However, a direct correction between the investigation findings and the report that the pt's anticoagulation was initially held post-implant could not be conclusively determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue or the formation of thrombus. The pump was cleaned, reassembled, and functionality tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.